Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 174 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.